Event description:
Unable to speak with the pt/layperson, this senior medical surveillance specialist reviewed the customer care advocate's (cca's) documentation and sent a f/u letter to the pt. On 06/18/2009, the pt alleged that she had two product issues: the test-strip port was too tight, causing the strips to "split" when she inserts them and the blood glucose results "jumped up and down" from the high 200 mg/dl to 97. The pt would not elaborate. When asked, the pt stated she had symptoms of "dizziness and sickness" after the alleged issues and was hospitalized with IV fluids as treatment three times. She does not recall dates or blood glucose results obtained by hcp's. Most recently (2009), the pt's physician increased her oral diabetes medication (glypizide) from 5 mg to 10 mg a day. Although info is limited, the complaint is classified due to hospitalization and treatment with IV fluids after the one touch ultra test strips "split" when inserting them into the test strip port of her one touch ultra meter. The cca replaced the products.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform the FDA of product(s) that do not pass inspection in a supplemental report.